Manufacturer narrative:
The user facility returned the bronchoscope to olympus for evaluation; however, the biopsy valve was not returned. The exact cause of the reported event could not be determined. The instruction manual warns users: ¿attach the single-use biopsy valve (maj-210) to the instrument channel port with its tab in the illustrated direction. Push the upper part of the biopsy valve down at a slant onto the instrument channel port until the valve snaps into place.¿

Event description:
Olympus was informed that during a diagnostic bronchoscopy procedure, the nurse observed the inner black rubber piece from the biopsy valve in the patient's throat. The patient underwent a second bronchoscopy with the same scope in attempt to retrieve the device fragment with a olympus surgical basket; however, the piece disappeared and was not retrieved. An x-ray was performed and the fragment was not observed. It is unknown if the intended procedure was completed. The patient was placed on prophylactic antibiotics and discharged home in stable condition. Additionally, it was reported that the device and biopsy valve were inspected prior to the procedure and no anomalies were found.